Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, forceps elevator has foreign material, due to a cut on bending section rubber, water tightness lost, adhesive on bending section rubber detached, bending section rubber dirty, connecting tube scratched, connecting tube wrinkled, control unit scratched, universal cord scratched, right/left/up/down knob dirty, due to wear of angle wire, bending angle in up/down direction did not meet the standard value, due to wear of angle wire, the play of up/down/right/left knob out of the standard value, distal end cover scratched, the faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing of the evis exera ii duodenovideoscope, the scope bending rubber was leaking. Upon inspection and testing of the customer returned device, foreign material was found in the scope forceps elevator. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the reprocessing steps recommended in instructions for use (IFU) were not performed completely due to a leak of the device which made foreign material remain at/around the forceps elevator. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ olympus will continue to monitor field performance for this device